Event description:
It was reported that the user experienced hypoglycemia, with a continuous glucose monitor displaying ¿low¿ and a confirmatory fingerstick of 65 mg/dl, and the user was guided to follow the healthcare provider¿s low-glucose backup plan and to treat with carbohydrates; troubleshooting steps included unpairing and re-pairing the continuous glucose monitor (cgm) by toggling between supported cgm options and then pairing the sensor again, with direction to replace the sensor and contact the provider if the issue persisted. Customer care provided support that included technical troubleshooting with the user. Investigation of this case revealed that the cgm reported a low value while the fingerstick indicated a higher value, consistent with potential sensor reading discrepancy. No clinical symptoms associated with hypoglycemia reported. Outcomes included temporary interruption to normal device use that required user troubleshooting without hospitalization. It was concluded that the cause of the hypoglycemia event was unclear and that the device function could not be fully verified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.